Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. No image was produced, only color bars appear on the screen. Additionally, the unit failed the pressure leak test due to a leak noted in the cable. The read cover packing was also noted worn. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that she had 4 separate olympus 4k autoclavable camera heads produce color bars only during procedure preparation. Additional details relating to the patient and the event have been requested, but all are unknown. There was no patient harm or consequence reported as a result of this event. This is case 3 of 4. For the related files, please see reports with patient identifiers: (B)(6).

Manufacturer narrative:
This supplemental report is submitted to provide the updated device evaluation and the results of the legal manufacturer¿s investigation. The evaluation of the device has been completed and additional malfunctions were identified. The device failed the leak test due to a leak on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications upon release. Although the customer¿s allegation of an image failure/displayed color bars was confirmed, the investigation was unable to determine a definitive cause. Olympus will continue to monitor the field performance of this device.